Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the self test. All buttons function properly. No unresponsive keypad/ button noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and battery tube. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay, cracked retainer and scratched case. In summary, customer alleged keypad unresponsive not confirmed. Cracked keypad overlay noted. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.